Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a row board cable issue. A field service engineer replaced the row cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the drawer had a read/write/invalid cube memory failure. The malfunction occurred when the user was trying to issue medication to a patient, resulting in a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.